Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The bio-medical engineer reported that the patient presented with worsening heart failure signs and symptoms, hemolysis, and elevated lactate dehydrogenase. The hospital reported a possible kink in the outflow graft bend relief. The patient received a pump exchange on (B)(6) 2013.